Event description:
It was reported, that the camera head had a broken electrical cord. The issue was found during an unspecified procedure. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: noise showing on the image. A root cause could not be identified. Based on the results of the investigation, the electrical cord was broken due to a cut on the cable. Based on the results of the investigation, the image was showing noise due to a faulty charged coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a broken electrical cord. The issue was found during an unspecified procedure. There were no reports of patient harm as a result of this event.